Event description:
A reporter stated that the prefilled injector for her bone problem does not work. She said the plunger is so loose it does not deliver the medication. She said it happened with two different injectors. She said she contacted eli lilly about this problem and she was told that they are not the manufacturer. Pt code: 4582. Device codes: 1371, 2338. Ref report: mw5184069.